Event description:
Information was received indicating a smiths medical, cadd medication cassette was leaking remodulin most of the day from the top of the cassette, which stated with a dark screen and pump alarming. It was reported the end user attached a new cassette to a different pump to resolve. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).